Event description:
It was reported that the patient had an interstim device removed in the past because of infection. For subsequent events, see MFR. Rep. # 3004209178-2012-07660.

Manufacturer narrative:
(B)(4)